Event description:
A malfunction alarm with code malf 9 was reported, but there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions and assisted the customer in resetting the pump, ensuring the malfunction did not recur. Consequently, the customer was able to continue using the pump, refill a new cartridge, and resume insulin. If the malfunction recurs, the customer was advised to contact support again. There was no further impact reported.